Event description:
It was reported that the patient presented in-clinic with pain and swelling at the device site. Pocket hematoma was noted and an evacuation was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.